Event description:
Patient's representative reported "capsular fibrosis", "steadily worsening pain and a significantly increased sensitivity to pressure", "diagnosis of severe capsular fibrosis", "significant pain for years due to severe capsular fibrosis", baker grade unknown, "noticeably increased sensitivity to pressure", "chronic implant rupture" and "ruptured for a long time (due to cloudy silicone and large tear)". This record is for the right side. The device was explanted. It is unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.